Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in one tube, additive abnormality in 1 tube and poor barrier separation in 4 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and foreign matter(fm), gel air bubbles before use, and poor barrier separation were observed. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter, gel air bubbles before use, and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.